Event description:
Unomedical reference number (B)(6) event occurred in the united states it was reported that the patient encountered four infusion set was fell off during use on (B)(6)2024. The infusion set was used for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1903602 MDR - 3003442380-2024-11983 - device 1 of 4